Manufacturer narrative:
E1-customer name- (B)(6). E1-customer address (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a noisy image during an inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement reported.